Event description:
Customer reported that the upper part of the pull-up cannula has broken off.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. The potential root cause may be the application of a uniaxial or torsional force exceeding the mechanical retention force between the two components. It may happen during handling, assembly, or use. A mechanical disengagement may result if the force exceeds the joint's intended holding strength, whether it be a press-fit or bonded connection. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. This report was initially submitted on "04/14/2025". Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.